Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The hard drive was repartioned, and the system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system failed to expose during x-ray. No pt injury was reported.